Event description:
The stopper cored when transferring a fluid into the empty evacuated container. Multiple manipulations were made with different containers of same lot number, two of three cored. Dates of use: 2009.